Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cut on the cable without image issues. The issue happened prior to a diagnostic cystoscopy. The procedure was completed with the same device. There was no report of patient harm.

Event description:
It was reported that the subject device had a cut on the cable without image issues. The issue happened prior to a diagnostic cystoscopy. The procedure was completed with the same device. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, water tightness was lost. The most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits insidethe camera head. Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and mayresult in more severe equipment damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. No information available for the occupation of the initial reporter or whether they are a healthcare professional.